Event description:
It was reported that the patient experienced flexion and extension contracture 3 months after total knee anthroplasty. Patient was 3 months post operative admitted in the hospital again for manipulation under anesthesia.